Event description:
Stapler would not release. Staples removed and anastomosis closed with 3-0 vircyl sutures.

Event description:
Stapler would not release. Staples removed and anastomosis closed with 3-0 vircyl sutures.